Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed functional under sensing on the insertable cardiac monitor (icm). The physician elected to explant and replace the icm lead. There were no patient consequences.